Manufacturer narrative:
B3 event date is an estimated date based on month of notification.

Event description:
It was reported that the patient experienced increased incontinence following a rezum water vapor therapy procedure. No further information was provided. There were no additional patient complications reported.

Event description:
It was reported that prior to a rezum water vapor therapy procedure, the patient had no incontinence pre-op, and had urodynamics, confirming a stable bladder. The patient underwent the index procedure. It was noted that the patient was young and wanted to maintain ejaculation; therefore, the physician stayed forward of the proximal veru, and above the third and nineth on the lateral lobes of the prostate. Post procedure the nurse indicated that the patient had a constant dribble-frank incontinence. The physician performed a cystoscopy, and it showed an incompetent (external) sphincter, and the patient will need anti-incontinence procedure. It was further indicated that the anti-incontinence procedure was scheduled for (B)(6) 2024. No further patient consequences were reported.

Manufacturer narrative:
B3 event date is an estimated date based on month of notification. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use (IFU).

Manufacturer narrative:
B3 event date is an estimated date based on month of notification the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use (IFU).

Event description:
It was reported that prior to a rezum water vapor therapy procedure, the patient had no incontinence pre-op, and had urodynamics, confirming a stable bladder. The patient underwent the index procedure. It was noted that the patient was young and wanted to maintain ejaculation; therefore, the physician stayed forward of the proximal veru, and above the third and ninth on the lateral lobes of the prostate. Post procedure, the nurse indicated that the patient had a constant dribble-frank incontinence. The physician performed a cystoscopy, and it showed an incompetent (external) sphincter, and the patient will need an anti-incontinence procedure. It was further indicated that the anti-incontinence procedure was scheduled for (B)(6) 2024. The procedure appeared to proceed as expected on the day of surgery, and the device was disposed of as per hospital policy. However, it was only after the urinary catheter was removed that the patients incontinence became apparent. No further patient consequences were reported.